Event description:
It was reported that the patient presented routine implant of the right atrial lead. During the procedure that lead dislodged from the original position and bipolar sensing was lost. The lead was removed, and the procedure was successfully completed with a replacement. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to sense. As received, a complete lead was returned in one piece. The reported event of failure to sense was confirmed. X-ray examination of the lead which found the inner coil in the connector region was over torqued due to procedural damage. Electrical tests of the lead found an internal short due to the over torqued inner coil in the connector region. The cause of the reported event of failure to sense was due to the over torqued inner coil in the connector region. As received, the helix was retracted and clogged with tissue. After the lead was cut and cleaned, torque was applied directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.